Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 325cc saline prostheses on (B)(6) 2011. The patient began experiencing symptoms in (B)(6) 2016. The patient reports that she is fatigued, has flu like symptoms, has extreme shortness of breath, weight gain, depression, anxiety, random rashes on inside of forearm, allergies, adult add, and is forgetful. The patient had carpal tunnel surgery and has numbness down to elbow. She wore braces on both arms, and numbness went away, then got worse; she had to ice her arms every morning in order to function. The patient also reported that she is on steroids for possible asthma, allergy serum for allergy symptoms, and medication to treat depression. No product issue, such as deflation, is noted by the patient. The patient had an appointment on (B)(6) 2018 to see her doctor to discuss symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
A clinical assessment of this event was performed on 3/6/2018. As a result the codes paresthesia and skin reaction were added. Manufacturer¿s reference number: (B)(4).